Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to have no radio frequency telemetry. Upon presenting to the clinic and upon interrogation of the device, the pacemaker was also found to have a false elective replacement indicator alert and slow inductive telemetry. Corrective programming changes were made on (B)(6) 2021. The patient was stable throughout.